Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, d2, g1, g3, g6, h1, h2, and h6. As reported, it was confirmed the hemostasis plug of a 6f exoseal vascular closure device (vcd), which was used approximately four months prior had remained inside the blood vessel. The plug was removed by suction and seems to pathologically be the exoseal plug. Ischemic symptoms did not appear in the acute phase, and the plug maintained a certain size after four months had passed. Four months after placement, intermittent claudication was confirmed. Angiography showed something around the point of puncture. Although a non-cordis stent was attempted to be implanted for covering, it fell to the below the knee and was obstructed. The device was used in an interventional procedure. The physician had achieved certification of the exoseal vcd. The device was stored and prepped according to the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have any visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of a pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no blood flow observed from the bleed-back indicator when the button was depressed. The exoseal vcd was not consistently retracted from the patient during use. One procedural image was received showing 4 different intravascular ultrasound (ivus) images of the artery of the lower limb. The vessel is likely the superficial femoral artery and popliteal artery; however, it¿s difficult to determine without any bone structures present. The 4 ivus images were taken at 4 different locations of the vessel with image 4 as the most proximal shot, and image 1 as the most distal. Per review of the ivus images, shots 2 and 3 display narrowing of the vessel. However, it is not clear what may be causing the narrowing. There is also a filling defect between images 3 and 4. The ivus images for 3 and 4 show an amorphous mass within the vessel, of moderate density. It does not appear to be differentiated tissue. However, from this image, thrombus is also a possibility. No other significant issues were noted. The device was not available to be returned for analysis; however, a non-angiographic image was provided. The picture shows an unidentified matter, and no other anomalies of the product can be noted with the received picture. A product history record (phr) review could not be conducted as a lot number was not provided. The reported ¿plug-inaccurate placement-intravascular¿ could not be confirmed as the plug was not returned for testing. The exact cause of the issues experienced by the customer could not be determined through analysis of the received images. Based on the information available for review, it is difficult to draw a clinical conclusion between the device and event; especially since the intravascular substance was found 4 months after exoseal plug implantation. The ivus images displayed a narrowing in the vessel with a mass, and the image of what is presumed to be the removed substance appears to be foreign; however, it is not possible to determine if the material was the exoseal plug. Additionally, it is not possible to determine what factors may have contributed to the reported intravascular deployment reported since there were no issues noted after use of the exoseal vcd when intravascular deployments are usually noted before discharge. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. The IFU warns, ¿the exoseal vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g., participation in an exoseal closure device training program.¿ according to the IFU, ¿observe pulsatile flow from the bleed-back indicator. Using the left hand, slowly retract the exoseal vcd and vascular sheath introducer at the angle of the tissue tract (30-45 degrees) until pulsatile flow has significantly slowed or stopped from the bleed-back indicator. While holding the exoseal vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment.¿ also listed under the post procedure patient management section within the IFU, it states to ¿observe that the puncture site is dry when light, non-occlusive pressure is released. Apply an appropriate sterile dressing to the puncture site. Assess the insertion site, as per hospital protocol. Ensure that the site remains clean and dry.¿ without a lot number to conduct a phr review, and without return of the complaint device, it is not possible to determine if the reported events could be related to the design or manufacturing process of the unit. However, the information available does not suggest a design or manufacturing-related cause for the event reported; therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, it was confirmed the hemostasis plug of a 6f exoseal vascular closure device (vcd) which was used approximately four months prior had remained inside the blood vessel. The plug was removed by suction and seems to pathologically be the exoseal plug. Ischemic symptoms did not appear in the acute phase, and the plug maintained a certain size after four months had passed. Four months after placement, intermittent claudication was confirmed. Angiography showed something around the point of puncture. Although a supera was attempted to be implanted for covering, it fell to the below the knee and was obstructed. The device was used in an interventional procedure. The physician had achieved certification of the exoseal vcd. The device was stored and prepped according to the IFU. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have any visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no blood flow observed from the bleed-back indicator when the button was depressed. The exoseal vcd was not consistently retracted from the patient during use. The device is not available for evaluation, however pictures were returned for analysis. One procedural image was received showing 4 different intravascular ultrasound (ivus) images of the artery of the lower limb. The vessel is likely the superficial femoral artery and popliteal artery; however, it¿s difficult to determine without any bone structures present. The 4 ivus images were taken at 4 different locations of the vessel with image 4 as the most proximal shot, and image 1 as the most distal. Per review of the ivus images, shots 2 and 3 display narrowing of the vessel. However, it is not clear what may be causing the narrowing. There is also a filling defect between images 3 and 4. The ivus images for 3 and 4 show an amorphous mass within the vessel, of moderate density. It does not appear to be differentiated tissue. However, from this image, thrombus is also a possibility. No other significant issues were noted.